Event description:
The customer reported that the sys displayed an error message that stated non-bootable disk, please insert the proper floppy disk. No pt injury reported.

Manufacturer narrative:
The ge svc rep performed an over the phone eval. The rep had the customer remove the floppy disk that was in the drive and reboot. The sys operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on (B)(6) 2011 ((B)(4)). FDA requested this event to be removed from the rsr request and filed via 3500a.